Event description:
It was reported that the rv lead was replaced due to low impedance. The impedance had dropped from 445 ohms at implant to 282 ohms bipolar. It was also noted that there was lead insulation damage. No patient complications were reported as a result of this event.